Event description:
It was reported that an external fluid leak was observed from an ak 96 machine during the self check process. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.